Event description:
It was reported to philips that the allura's image processing computer was defective. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. During a separate service activity, it was identified that the main fuses for the allura system were being blown, preventing the device from booting up. A philips field service engineer (fse) inspected the system and confirmed that a short circuit in the allura's image processing pc (ippc) power supply was causing the fuses to blow. Review of the system log file showed that there was malfunction with the frontal ippc, confirming the suspected issue. The fse replaced the ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.